Manufacturer narrative:
The insulin pump was not received stuck in manufacturing mode. The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat test at 0.08740 inches. The unit powered up properly after the test battery was installed. Unit was monitored for 2 days. No blank display noted during testing. Pump trace download analysis confirmed the pump alarmed low battery alert and replace battery alert. The power management tool confirmed low battery alert and replace battery alert was triggered when the backup battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to connector resistance. After disconnecting and reconnecting the internal battery connector on the pump was monitored and functioned properly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had alarmed low battery and the battery was changed several times but would not turn on. Blood glucose level at the time of the incident was 220 mg/dl. Customer treated with insulin pen. There was no damage to the device. The insulin pump will be returned for analysis.